Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms and shock impedance measurements of greater than 200 ohms. Subsequently, a revision procedure was performed in which the rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms and shock impedance measurements of greater than 200 ohms. Subsequently, a revision procedure was performed in which the rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the rv lead had exhibited loss of capture (loc) as well. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 29 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms and shock impedance measurements of greater than 200 ohms. Subsequently, a revision procedure was performed in which the rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the rv lead had exhibited loss of capture (loc) as well. No additional adverse patient effects were reported.